Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a display screen issue and difficulty initiating buttons on the system controller was unable to be confirmed. The system controller (serial number: (B)(6)) was returned for analysis in unremarkable condition. The system controller underwent preliminary and functional testing and passed all testing. The system controller was connected to a mock circulatory and was able to operate a pump without issue for extended operation. The system controller was able to operate the mock loop as intended, the reported event was not reproduced. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explains how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room after having symptom of seizure at home. The seizure was reported by the caregiver that observed the symptom when the event occurred. The patient did not have seizure symptoms before implant. The patient was admitted for monitoring treatment. The system controller did not show the pump parameter when the display button was pressed. It only showed the recent alarm history. The battery button also did not work. The controller was exchanged to the backup controller. There was no alarm when the controller issue was recognized.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.